Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that battery does not hold charge. (On (B)(6) 2014 - battery date 09/19/2012 / on (B)(6) 2017 - battery date 04/29/2015). There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of this report: 05nov2019 the customer's biomedical engineer confirmed the battery issue. The customer's biomedical engineer reported that the battery was replaced and that the device s back in service.